Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 3005188751-2014-00101, 2030404-2014-00086, 3008452825-2014-00033 during a ventricular tachycardia ablation procedure, a pericardial effusion occurred. Transseptal puncture was performed with a brk transseptal needle and an agilis nxt introducer was advanced across the septum into the left atrium. An inquiry quadripolar ep catheter was placed in the right ventricle for mapping purposes. A therapy cool path ablation catheter was advanced into the left ventricle and ablation was performed. After ablation, the patient became hypotensive and complained of mild chest pain. An echocardiogram revealed a pericardial effusion; however, no pericardiocentesis was required as the effusion remained stable and the patient exhibited no further symptoms. There were no performance issues with any sjm device.